Manufacturer narrative:
.

Event description:
It was reported that the patient presented in clinic after receiving two inappropriate hv therapies for supraventricular tachycardia due to programming. Programming changes were made and resolved the issue. Patient was in good condition.